Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "ruptured implant". This record is for an unknown side. Device status unknown. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d5, h6.

Event description:
Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "ruptured implant". Later, healthcare professional reported "discomfort in the chest, occasional tingling". This record is for the right side side. The device was explanted and will not be returned.